Event description:
During a routine shift check by a clinician, the device failed to power on with a battery. Complainant indicated that the biomed removed and reinstalled the battery and was not able to duplicate the malfunction. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance test. The reported malfunction was not replicated or confirmed. The device was returned to the customer.